Event description:
Alleged event: healthcare professional reported "capsular contracture baker grade unknown" of a non- (B)(6) device. This record is for left side. The device was explanted. This report reflects information received by the FDA in the form of a notification per 803.22 (b)(2). Pt: 1761. Device: 2960. Reference mw5187641.